Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This one event for the same patient involving three separate products; associated mdrs 1225714-2014-056152, 1225714-2014-05153, 2937457-2014-01226.